Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The cleaning, disinfection, and sterilization (cds) information was not provided by the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii colonovideoscope tested positive for an unexpected contamination. A second test was pending at the time of this report. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Correction to h3, "no" was inadvertently not selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared and the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.